Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the act button was not responsive on the insulin pump. The mother also reported the insulin pump's screen appeared to be frozen. It was found the issue occurred when the reservoir was changed. Customer's blood glucose was 368 mg/dl. The mother was advised of the possible causes of the button issue. It was unknown if the insulin pump's screen returned to normal at the end of the call. The mother declined to return the insulin pump for analysis.